Event description:
It was reported to vyaire medical that the vela ventilator is alarming circuit disconnect, low ve (minute ventilation), and xdcr (transducer) fault continually.the customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.